Event description:
Upon completion of a thoracentesis procedure the hub seperated from the needle. The physician used his fingers to grab hold of the needle and pulled the needle out of the pt's chest.